Manufacturer narrative:
The prolift expandable spacer installer was not returned to life spine despite attempts to retrieve, therefore, the reported event could not be confirmed or fully evaluated. Based on the description of the reported event, it is hypothesized that an applied force on the distal tang during implant manipulation or disengaging the installer from the implant exceeded the mechanical properties of the distal tang during its last use. Based on the potential failure, it is hypothesized that during its last use an excessive force was applied to the installer at an angle which resulted in a torsional or off-axis asymmetric (e.g., rocking or toggling) load being applied to the distal tip of the installer. Additionally, impacting on the system while the driver was engaged could have led to a bottomed-out interference that could have resulted in the tangs fracturing off.

Event description:
It was stated, "prolift 10/12mm expandable spacer installer broke off during interbody insertion. No component left in patient. The fractured component fell into the patient's body and was successfully retrieved."